Event description:
Patient reported, a left side "capsular contracture, baker grade unknown issue. Plus implant 'flips, drops. And there is pain in shoulders, ribs and has autoimmune issues. Plus distorted". The event of "autoimmune issues" is considered not device related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.